Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) ventricular output did not work. The epg passed incoming testing. It was indicated that the hanger was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output did not work. The epg was returned for service. There was no patient involvement.